Manufacturer narrative:
Analysis found the unit with motor error alarm during rewind due to corroded motor home switch. There was no moisture damage found on the electronic assembly. Analysis was unable to verify the compromised force sensor system alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 153 mg/dl at the time of incident. The insulin pump will be returned for analysis.